Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the device fractured. The pressurewire x, wireless was used to assess a rca lesion. A 4f catheter was used with the device. The device was removed from the patient's anatomy. Before inserting the device into the guiding catheter for another ffr measurement in left coronary artery, the device was found to be fractured. There was no calcification and angulation in the rca lesion and there was no strong resistance felt with the device during the procedure. Another device was used to continue and complete the procedure with no adverse consequences to the patient. Additional information is not expected.

Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the guidewire fractured at the transitional area between the hydrophilic coated distal tube and the coated proximal tube (shaft). There were multiple bends throughout the guidewire; the corewire appeared bent at both locations of the fracture. Information from the field stated that the pressurewire was used with a 4f guiding catheter. The pressurewire instructions for use (IFU) directs the user to use the pressurewire guidewire in conjunction with a 6f (2 mm diameter) guiding catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.